Manufacturer narrative:
Two (2) devices and photo samples were received for evaluation. A visual inspection of the photos was performed, and the drip chamber was identified disconnected from the tube. A visual inspection of the actual devices was performed, and a disconnection of the tube to the drip chamber was observed for both samples. Further visual inspection found the tubes were originally under inserted inside the pip of the chamber, and no traces of solvent were present on the tubes. The reported condition was verified. The cause of the condition was related to the automatic assembly process during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) solution administration sets had the tubing separate from the drip chamber; further described as ¿loose cable at the area connected to the drip chamber". This was observed before patient use. There was no patient involvement. No additional information is available.